Manufacturer narrative:
B3: unknown event date; no information has been provided to date. H3, h6: one pump was returned for analysis. Visual inspection showed the pump passed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing there was no problem found, the customer problem was not duplicated. However, review of the event history log (ehl) found multiple alarms of air found in line. Due to the errors found, the manufacturer representative replaced the air sensor. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump had a dosing discrepancy that requires interrogation. During testing, the pump was alarming with the screen message, "cannot start pump with air in line. Prime tubing." Three complete primes were performed but the issue was not resolved. There was no patient involvement.